Event description:
Fairview university medical center mesabi (customer) was providing radiation therapy treatment to a patient with two treatment regions, spine and pelvis. The pelvis region was treated using the spine plan. The 62 mu were delivered to the pelvis region. Customer reviewed the incident and determined that no serious injury had occurred. Customer called varian for guidance on adjusting the spine and pelvis plans.